Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for a crack in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for a cracked tube with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd tube sst ii plh slbl gld broke during the centrifuge process. Customer reports exposure to blood. ¿due to tube bottom broken during the centrifuge process, patient blood all leaked in the centrifuge machine.¿ no reports of serious injury or medical intervention noted.